Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 237 mg/dl. Customer had dropped the device in the pool. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies noted during testing; no punctures on isolation tape on lcd board noted. The insulin pump passed pump self-test, off no power test, error test, displacement test and rewind test. The operating currents were in specification. The motor error alarmed during basic occlusion test and prime alarmed during prime test due to moisture damage on force sensor resistor. The moisture damage was noted on all electronic assemblies. Corroded motor home switch was noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.